Manufacturer narrative:
The hill-rom tech found the alarm volume very low due to an inoperable power control board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the power control board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit volume was very low. The bed was located at the account. There was no patient/user injury reported. This injury was filed in our complaint handling system as complaint #(B)(4).